Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 485 mg/dl. She treated her blood glucose level by drinking water. Three infusion sets were not delivering insulin last month. The customer noticed leaking and saw the tape bunched. The customer also had blood pouring out of her site two months ago. The device was not returned.